Manufacturer narrative:
G2: the country of the event is japan. G3. PMA / 510(k) #: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog # c01a, 510k # k041584, UDI # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar laminop lasty. It was reported that the nozzle ring was damaged during cement mix. Replaced witha new mixer and cement. Cement could not be used. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the a part of nozzle ring came off and the cement hardened quickly.